Event description:
Client was using his powerchair when he ran into a wall resulting in a fractured ankle. At the request of the therapist, the speed was set at 20% on (B)(6) 2014. On (B)(6) 2014, the therapist requested the provider turn the speed back down so the provider did so on (B)(6) 2014 to 10%.

Manufacturer narrative:
The device was evaluated and adjusted by the provider and therapist. Equipment malfunction is not suspected. Should the device or further information become available, a follow-up report will then be issued. Device already repaired.